Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal gablofen with a concentration of ¿2000¿ at a dose of ¿610 mcg¿ via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient had a routine pump replacement, and the catheter did not aspirate. A catheter study was needed and was trying to be planned for an unknown date. A catheter revision was planned for (B)(6) 2017. It was unknown if the issue was resolved. The patient¿s status was alive ¿ no injury. It was unknown if the issue was resolved. The patient¿s status was alive ¿ no injury. The patient¿s medical history and weight were unavailable. There were no further complications reported.